Event description:
Report received of approximately four to five cases where the medication could not be administered through the needle. The customer reports that the 22-gauge, 4 inch needle in the kit, would not allow the medication to be administered. It was reported that the doctor does not routinely flush the needle before use. The needle is inserted into the spinal space and then the syringe containing either a steroid, one of the 'caine drugs or contrast dye, would be attached. The fluid would then not be able to be administered. The needle was removed and replaced with a 3 1/2 inch spinal needle for the drug administration. There were no reports of adverse patient effect. Additional patient information was requested, but no further information was available.